Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post-procedure. It was reported that after a revascularization stenting procedure of a mildly calcified right internal carotid artery, the pt developed hypotension. The pt was treated with neosynephrine resulting in prolonged hospitalization. The pt condition resolved and the pt was discharged to home in 2007. No add'l info was available. Study event.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.